Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a labral refixation while pulling out the suturelasso it was found that the tip is missing. The surgeon was not able to retrieve the tip out of the patient and therefore stopped the surgery. The surgeon, who performed the surgery, is transferring the patient to the (B)(6) and performs a second surgery on (B)(6) 2020. No further information was provided.

Manufacturer narrative:
Complaint confirmed, one of the two devices returned had a broken curved tip component. A likely cause of the event is prying/leveraging the device during use. Further information were provided that the surgeon was able to retrieve the device out of the patient. This makes this no longer a reportable event.